Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet for an extended time and pairing was only failing to the ilet; the user was guided to toggle settings and restart the sensor, after which connection was established, consistent with an intermittent communication failure involving the antenna/electromagnetic interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the antenna and electrical/magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.